Manufacturer narrative:
A review of lot c138 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint category, pto leak, and no trends were identified. No CAPA has been initiated for pto leak. The assessment is based on information available at the time of the investigation. Analysis of the returned kit is in progress at the time of this report. A supplemental report will be filed when this evaluation is complete. (B)(4).

Event description:
Customer called to report a blood leak at the blood filter on the pump tubing organizer during photoactivation. Customer explained that the total photoactivation time was approximately 30 minutes and she noticed the blood leak at 17 minutes 17 seconds remaining for photoactivation. Customer explained that it was just one drop of blood within the pump tubing organizer. Customer stated that the patient's provider approved the returned of the blood volume to the patient once photoactivation was complete since the blood was contained within the sterile kit. No service order was generated. The customer has returned the kit for investigation.